Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced failed sensor after warm up which occurred the day after the sensor had been inserted in the abdomen. On (B)(6) 2023, the patient became aware of the error state on the day of the event and was notified by an alert/alarm from the display device. The patient did not change the sensor after becoming aware of the error state. It was not documented what the last reading was prior to the sensor failure. According to the report, immediately right after the error was displayed, the bg (blood glucose) was 28 mg/dl and the patient passed out. The patient was found by a police officer around 9 am and called they paramedics. The patient was treated with an IV fluid and a glucose tablet and regained consciousness within 30 minutes after the paramedic's arrival. The bg rose to 110 mg/dl after 10 minutes. Paramedics left around 9:30 am. There was no documentation of further medical evaluation or intervention for hypoglycemia. The patient was in good condition at the time of the call. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.